Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 24 mm watchman flx laa closure device with delivery system were used. One day after the procedure a minimal pericardial effusion was noted. Blood thinners were stopped the following day. Three days after the procedure the pericardial effusion was still present and the oral anti-coagulant (oac) eliquis was resumed. At 9 days post procedure the patient was advised to stop oac. 11 days post procedure the patient was hypotensive and the pericardial effusion had enlarged. A pericardiocentesis was performed and approximately 500 ml of fluid was removed. The patient was stable following this intervention and was discharged.